Event description:
It was reported that the user experienced bluetooth connectivity loss between a dexcom g7 continuous glucose monitor (cgm) sensor and the ilet, resulting in the sensor not pairing with the pump while blood glucose remained unaffected. No adverse clinical symptoms reported. Outcomes included no injury, no medical intervention, and no hospitalization. User support included guided troubleshooting and user education, including toggling dexcom g6/g7 settings, restarting the ilet, and instructing the user to allow time for repairing. Investigation of this case revealed a transient communication issue limited to the cgm-to-pump bluetooth connection without evidence of device malfunction, resolved with standard reconnection steps. It was concluded, based on previously established findings for similar reports, that the cause was user-device communication interruption consistent with known bluetooth pairing behavior.

Manufacturer narrative:
Initial.